Manufacturer narrative:
(B)(4). Batch # n53027. Expiration date: 12/06/2020. Manufacture date: 01/06/2016. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: although the device could not be closed, was an attempt still made to fire it? The device could not be fired. Were there any patient consequences as a result of the extended or time? There were no negative consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, could not be closed nor fired, although indicator was in the green field, no further information is available another like device was used to complete the procedure. Procedure time was extended by fifteen minutes. There were no adverse consequences for the patient reported.